Manufacturer narrative:
H10: additional information: b5 and h6 (health effect - clinical code and health effect - impact code) updated.

Event description:
It was reported that during a meniscus repair, both t anchors of the fast-fix 360 deployed at the same time through the meniscus. T1 was left secured in the patient, and t2 was successfully removed from the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were received on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the actuator pushed both implants off the device and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, both t anchors of the fast-fix 360 deployed at the same time. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.